Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. (B)(4).

Event description:
The customer reported via phone that customer was trying to program his pump but it was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they tried to program his pump to give him 20 units but it always stopped to a certain amount. The insulin pump will be returned for analysis.